Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: hematoma, surgical intervention, necrosis, seroma, infection, impaired healing. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: mastectomy skin flap necrosis after implant- based breast reconstruction: intraoperative predictors and indocyanine green angiography methods: this was a single-institution prospective trial of patients undergoing nsm (nipple-sparing mastectomy) implant-based reconstruction for breast cancer or prophylaxis (2021 to 2024). The majority of cases (81%) underwent tissue expander reconstruction, whereas the remainder of reconstructions were dti (direct-to-implant reconstructions). Lot, model and catalog number are not available, but the suspected mentor devices possibly associated with reported adverse events: silicone implants (mentor cpg gel implants), tissue expander (mentor tissue expander) all the mentioned complications were distributed proportionally to the share of implants used in the study: 81% tissue expander and 19% gel implant. The following complications have been reported: seroma ¿ 1 - te, 1 - dti. Hematoma ¿ 4 -tr, 1 -dti. Infection ¿ 10 ¿ te, 2-dti. Wound dehiscence ¿ 10 ¿ te, 2 - dti. Implant loss ¿ 5 ¿ te, 1 - dti. Reoperation ¿ 9 ¿ te, 2 -dti. Nipple loss 1 ¿ te, 1 dti.